Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was deep venous thrombosis (dvt). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an acceptable infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to ivc perforation and abutting an organ. Approximately two days post implant, a CT scan reported bilateral lower lobe pulmonary emboli (pe) in addition to dependent atelectasis. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and perforation abutting an organ. Per the implant records the filter was indicated for deep venous thrombosis (dvt). Using sonographic guidance, the right common femoral vein was punctured with a needle. An inferior vena cavogram was obtained demonstrating an unremarkable inferior vena cava (ivc). The location of the renal vein was determined. The filter was inserted and deployed just below the renal veins. The post-procedure venogram demonstrated adequate placement of the filter. About two days after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the chest. The scan reported bilateral lower lobe pulmonary emboli (pe) in addition to dependent atelectasis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter, becoming aware of these events approximately thirteen years and ten months after the filter implantation.